Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause is undeterminable. No high temperature is recorded, hence the failure is not related with the maintenance. Most likely the failure is due to the blower electronics.

Event description:
It was reported to vyaire medical that bellavista1000 had tf error 401 - inspiration valve or device leaky, alarm 316 - "blower failure and blower adc out of range. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire sent quote to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.